Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 145 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The device was received with operating currents within specification it passed self test and displacement test. However, the device alarmed prime during basic occlusion test due to cracked end cap. The device alarmed motor error during testing due motor received stuck in the motor error loop during bolus or basal delivery and encoder signal out error alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test or prime test due to motor error alarms. The device was received with cracked case at the display window corners and battery tube threads. The device was received with minor scratched display window and case.